Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced surgery due to extrusion of the central portion of the avaulta mesh.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh coming out of vagina, difficult to have sex, painful sex, pain, mesh extrusion, urinary incontinence, cannot hold bladder, dyspareunia, hypertension, urinary tract infection, central defect at apex, necrosis of vaginal flap, exposed mesh, vaginal defect, and required nonsurgical and additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced moderate discharge, post-anesthesia difficulty waking up, adult diapers prescribed for urinary incontinence, hematuria, bactrim therapy for urinary tract infections infection and cystitis treated with cipro and pyridium, frequent strong sudden urge to urinate, nocturia, diabetes with diabetic nephropathy, chronic kidney disease stage three and renal failure.